Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. A review of the black box showed evidence of power on reset events on the date of the complaint. A battery change had occurred during the power on reset event. No moisture was found in the battery compartment. The pump powered up with the returned battery cap. The battery cap measured within specifications, and fully tightened to the pump. The pump was run for 24 hours successfully. The pump case was removed to find a cracked solder connection, and no evidence of moisture or loose components. The intermittent power issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.